Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. The drive support disk was inspected and no anomaly was noted. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's father that the customer had high blood glucose and drive support cap was sticking out. They customer stated they think the pump is clogged because the rewind goes slow, the piston stops and does not deliver insulin. The customer is hospitalized due to high blood glucose. The customer's blood glucose was 447mg/dl. The customer's current blood glucose was 127mg/dl. The customer was treated with manual injection. Unable to troubleshoot at the moment.